Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient's parents reported the pod was leaking while attached to the patient's leg for 48 hours. The parents noticed the patient's blood glucose levels rising to 347 mg/dl and found the cannula dislodged from the site. Pod was replaced.